Manufacturer narrative:
Account said that he replaced the power cord to resolve the issue with this bed.

Event description:
Account had a bed that is indicating ground loss. He said that there was a patient in the bed, but there were no reported injuries.